Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B) (6) 2010, for investigation. A visual inspection revealed that there were no non-conformities with the cable. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder started beeping upon plugging in. The end of the hemopro cord was smoking, which melted the end of the pigtail. A replacement cable was used to complete the procedure. There is no pt effects. The cable is returning.